Manufacturer narrative:
Additional, changed, and/or corrected data: h6 visual analysis of the photographs identified: ¿ crease/folding of implant: no observed. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ necrosis: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "probably silicone leak to rule out intracapsular rupture". This record is for left side. Device was explanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and necrosis

Event description:
Healthcare professional reported "probably silicone leak to rule out intracapsular rupture". This record is for left side. Device was explanted.